Manufacturer narrative:
The electrode lot numbers and their expiration dates were requested but not provided. The field service engineer inspected the module and determined contamination in the reference flow path had caused the event. He performed a 42-cup precision and instrument pipetting check. The pipetting check was successful but the precision failed on the final two cups of the ion-selective electrode (ise) assays. He then decontaminated the reference flow path using bleach and sodium hydroxide (naoh), replaced the reference electrode, performed several primes using a new reference solution, and replaced all the ise reagents with fresh bottles. He verified the module¿s performance with successful results by another 42-cup precision check and calibration. The customer performed qc with successful results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na and k and for gen.2 results from multiple patient samples tested on the cobas 6000 c 501 (ul) v. The reporter was able to provide two patient samples with discrepant results: the initial results were not reported outside the laboratory as they ran ion-selective electrode (ise) assays in duplicate on the module and then manually verified the results. The patient samples were also rerun on another c 501 module. Patient (B)(6). The initial na result from the module was 146 mmol/l. The first repeat result from the module was 138 mmol/l. The second repeat result from the other module was 138 mmol/l. Patient (B)(6) the initial k result from the module was 3.2 mmol/l. The first repeat result from the module was 4.1 mmol/l. The second repeat result was 5.0 mmol/l. The third repeat result from the other module was 3.4 mmol/l. The repeat results from the other c 501 module were deemed correct.

Manufacturer narrative:
Medwatch field d. Device identification - primary UDI number updated. The field service engineer (fse) verified the customer's qc was acceptable. The investigation reviewed the alarm trace. The trace had multiple abnormal probe sucking and sample short alarms on the date of the event close to the time the patient sample was processed. This is an indication of possible poor sample quality. On the fse's second service visit, he found a leak in one of the solenoid valves. He removed the valve and cleaned the salt buildup. He replaced the valve and primed the reference solution. He performed an ion-selective electrode (ise) check, calibration, and qc with acceptable results. On the fse's third service visit, he noted that the rinse water level was too low. He adjusted it to the correct water level. He verified the adjustments and the functions of the ise probe and sipper. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.